Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced and inappropriate loss of power on the date of the reported event. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.